Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed five (5) controller power-up events with associated pump start events logged on (B)(6) 2025 at 08:53:42, 08:54:18, 08:54:44, 08:56:12, and 08:57:08. The controller was off for an average of thirty-eight (38) seconds. No anomalies were observed leading up to the losses of power. Review of the alarm file revealed one (1) controller fault alarm logged on (B)(6) 2025 at 09:38:38, indicating an issue with the internal battery. Additionally, log files revealed that the controller was in use for more than two (2) years. Log file analysis associated with (B)(6) revealed a controller power-up with an associated motor start event logged on (B)(6) 2025 at 12:45:00. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the cont roller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 12:45:37, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Log file analysis did not reveal any power disconne CT alarms within the analyzed period. As a result, the reported controller fault alarm and controller loss of power events were confirmed. The reported power disconnect alarm could not be confirmed and a possible root cause could not be determined. It is likely that the losses of power were perceived as the reported vad stop event. A possible root cause of the loss of power events can be attributed to the double disconnection of power sources as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10 concomitant prod. Dvbc3d1 defib implanted on (B)(6) 2016 additional products: d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2022 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 22-nov-2021, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of congestive heart failure experienced multiple alarms and device-related issues involving the pioneer controller. The patient encountered a controller fault alarm and a power disconnect alarm, which were attributed to a depleting internal battery. There were five accidental double power disconnects while exchanging power sources, and after the fifth motor start, a controller fault alarm was triggered. The pump stopped five times due to these accidental double power disconnects, which were caused by patient confusion. All motor start events were within normal parameters. A logfile review was conducted in the clinic to determine the cause of the controller fault alarm. The issue was resolved by successfully exchanging the controller for a new primary controller. No patient complications have been reported as a result of this event.